Event description:
A doctor alleged that a channels g1 25 mm file had broken in the canal during a patient's procedure and could not be retrieved.

Manufacturer narrative:
The patient chose to seek further medical attention from an endodontist. The endodontist was not able to completely remove the broken part; therefore, the endodontist left the broken part in place and completed the patient's root canal procedure. It was confirmed that the patient has fully recovered. To date, the patient is doing fine. The device involved in the alleged incident was not returned; however, the complainant returned the unused files from the package. A visual and dimensional evaluation was conducted on the unused files, yielding results within specifications.